Event description:
The company was informed that the pt was hospitalized for bacterial meningitis in (B) (6) 2010. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.